Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation: breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient reported right side pain, discomfort, and "possible leakage." Manufacturer of the device is unknown. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, g1, g2, h6.

Event description:
Healthcare professional later reported deflation and exchange of textured device due to patient's concern with product.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening assessed as fold flaw opening. Pain: unable to observe since it is not related to the device. Anxiety - product/procedure: unable to observe since it is not related to the device. As per the investigation procedure crease particles wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "possible leakage, pain and discomfort." Patient later reported removal from textured to smooth due to the concerns of the product and deflation. Healthcare professional later reported deflation and exchange of textured device due to patient's concern with product. This record is for the right side. The device was explanted.